Event description:
(B)(4). Initial info received by a physician via a sales rep on 23-jul-2009: a female pt of an unk age was treated with poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections under her eyes for an unk indication on an unspecified date about a year ago. On an unspecified date about a year after the injection, the pt developed a nodule under her eye. The physician stated he was not the one who gave her the injection and has referred her to an occuplastic surgeon for likely excision of the bump. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot # and expiration date - not provided) (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.